Event description:
The customer reported a failure of the ECG lead select button. No patient harm occurred.

Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.